Event description:
It was reported that during photoselective vaporization of a prostate (pvp), the scope made it difficult to move or pull back the fiber. The fiber tip detached inside the patient after 13,162 joules of use. The physician attempted to retrieve the fiber tip with the graspers but found that it had flushed out of the patient body. A second fiber was chosen and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal and glass caps were detached/separated from the device and not returned. Due to the observed metal cap and glass cap detachment, the reported event was confirmed. There was a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber was tested with hene laser fixture, no breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the metal cap/glass cap detachment and circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and metal cap/glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of a prostate (pvp), the scope made it difficult to move or pull back the fiber. The fiber tip detached inside the patient after 13,162 joules of use. The physician attempted to retrieve the fiber tip with the graspers but found that it had flushed out of the patient body. A second fiber was chosen and the procedure was completed without clinical consequences to the patient.